Manufacturer narrative:
This follow-up MDR is created to document the additional event information received.

Event description:
Restorelle 522 - according to the available information patient complained of difficulty emptying bladder while hospitalized and hospitalization stay was extended. Patient was discharged on (B)(6) 2017 and the event is not resolved. Additional information indicated: on (B)(6) 2017 the subject's status was persistant post-void residual (300 ml) without any urinary symptom. Still unresolved. On (B)(6) 2017, the subject still had post-void residual and was still self-catheterizing. On (B)(6) 2018, the event has resolved with no sequelae.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. On (B)(6) 2017: report was delayed due to an esg issue. Tickets (B)(4) were opened on (B)(6) 2017 and not resolved until (B)(6) 2017.

Event description:
Restorelle 522 - according to the available information patient complained of difficulty emptying bladder while hospitalized and hospitalization stay was extended. Patient was discharged on (B)(6) 2017 and the event is not resolved.